Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. A review of the pump data found that the time/date settings were incorrect and was causing the incorrect basal and correction boluses. The customer confirmed that she was the one that had changed the time/date. The customer declined tandem technical support's offer to follow up.